Event description:
On (B)(6) 2019 the healthcare provider reported that the patient was doing well and had been discharged home.

Manufacturer narrative:
Section b5, d4, h4: additional information. Investigation summary: a specific cause for the reported event could not be determined through this evaluation. It was reported on (B)(6)2019 that after engaging the heartmate 3 pump onto the apical cuff during implant, the surgeon observed that the pump was rotating on the apical ring after locking in position. The surgeon subsequently unlocked and repositioned the pump 8-10 times to angle the inflow position to the surgeon¿s preference. During the implanting procedure, the clinical consultant was called and discussed about using a new cuff as well as stabilizing the pump down with sutures. The surgeon reported that the pump was left in place. The hm3 lvas IFU provides information regarding how to insert the pump into the ventricle and ensure proper engagement of the cuff lock. This IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The patient remains ongoing on pump. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
The age of the device was 0 days. The patient remains ongoing on the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2019. It was reported that during implant, the surgeon noticed that the pump was rotating on the apical ring after locking in position. The surgeon unlocked and repositioned the pump several times to angle the inflow position to his preference. The pump was left in place.